Event description:
It was reported that the patient had suffered a heart attack during implant procedure. Patient passed away on (B)(6) 2011. It was stated that the cause of death was not device related. Additional information has been requested, a follow-up report will be sent when it becomes available.

Event description:
Additional information: per the healthcare provider patient had been tolerating an epidural infusion of bupivacaine prior to implantation of the pump.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted:unk.

Event description:
The healthcare provider confirmed that the cause of death was metastatic colon cancer to liver and lymph nodes. The patient experienced a seizure following acute respiratory failure and cardiac shock. The drug being administered via the pump was 20 mg/ml of bupivicaine 0.125 mg/day. The death was not device related. The device was not going to be returned to the device manufacturer.